Manufacturer narrative:
Date sent to the FDA: 10/17/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2019 during which the surgeon noted a scarred and balled-up mesh in the direct space. The mesh was tediously dissected from the inferior epigastric vessels and spermatic cord structure. It was reported that the patient experienced an unknown adverse event. No additional information was provided.